Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the battery was removed for 10 minutes but display did not come back. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad trace. No blank display or display anomaly when inserting a new battery noted. We were unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and the operating current test due to no down button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads. No damage inside insulin pump noted.